Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing issue on (B)(6) 2026. The infusion set tubing was bent or crinkled. The patient used infusion set for one day. The patient replaced infusion set and resumed insulin deliveries successfully.